Event description:
On (B)(6) 2012, the reporter claimed that the subject pump was hot to touch when he replaced the battery. During troubleshooting, the animas representative noted the battery cap was secured. The display was cracked after the reporter's daughter fell on the insulin pump. The issue was not resolved with troubleshooting. This complaint is reported due to the alleged temperature issue on the subject pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 01/22/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers on with audible sound and vibration alarm, but the display is blank. Investigators were unable to adequately investigate reported temperature issue. The cover was removed and the pcb and the power circuits were tested for intermitting conditions or damage, no defects were found, no moisture ingress observed inside.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.